Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge well. It was also noted that device was optimized to capture area of discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.